Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now and power error detected alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported he was getting replace battery alarms and he has gotten many power errors. Customer did not receive a low battery alert prior to the replace battery now alarm. He had several days where there were replace batteries. This was the second occurrence of replace battery now without a low battery warning. Customer isn't using a 640g pump with software version 2.6. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Unit passed displacement properly. Pump error 25 noted due to non-sleep anomaly software error. No unexpected battery power loss noted during testing.